Event description:
On 3/26/1998 following a diagnositc procedure, an angio-seal device was placed in a pt's right groin. The pt was discharged home that day. Later that same evening the pt experienced pain in her procedure leg. Three days later (3/29/1998) the pt experienced numbness in her procedure leg. On 4/1/1998 the pt underwent a doppler study and an angiogram which identified an occlusion of the right common femoral artery. On 4/2/1998 the pt was taken to surgery, where the device collagen was found to be occluding the vessel. The device collagen and suture were removed from the artery. Following this action, a large thrombus and platelet plug were observed and also removed. An inflammatory reaction of the arterial wall was noted. Patch angioplasty of the common femoral artery was performed with flow restored. Follow-up on 4/6/1998 confirms that the pt was discharged home in good condition. As of 4/28/1998 there had been no further report of complication or pt sequelae made to the MFR.